Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-02897. It was reported the patient was not receiving effective stimulation therapy from her scs system. Consequently, surgical intervention was taken and the patient's scs leads were revised.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-02897. Follow up information obtained identified effective stimulation was restored for the patient and the reported issue was resolved.